Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for lo and hi results. The expected fasting blood glucose test result range is 60-90 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 07/25/2019 and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history: (date/time not stored correctly). Customer states meter is reading lo display and hi display and states her normal fasting range is 60 mg/dl-90 mg/dl fasting. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hypoglycemia or hyperglycemia. Customer refused to run a control solution test and unable to obtain memory of meter. Customer was informed to check glucose levels with a nearby health care provider.